Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was received for examination. Physical evaluation of the returned instrument was able to confirm the complaint. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : product code: 244000550. Lot number: so2031172. 1) quantity manufactured: (B)(4). 2) date of manufacture: 7/5/2017. 3) any anomalies or deviations identified in DHR: 2 pieces scrapped due to workmanship. 4) expiry date: n/a. 5) IFU reference: IFU nonsterile inst rev j. Device history review ==> 1) quantity manufactured: (B)(4). 2) date of manufacture: 7/5/2017. 3) any anomalies or deviations identified in DHR: 2 pieces scrapped due to workmanship. 4) expiry date: n/a. 5) IFU reference: IFU nonsterile inst rev j .

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer is complaining the instruments as they show rust. No surgical delay, no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthese joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.